Event description:
A talent iliac stent graft was implanted in a pt for the endovascular treatment of an aortic injury which was caused by a surgical instrument during a vertebrae surgery where a hole was punctured in the healthy vessel of the abdominal aorta on an unk date. The vessels had moderate tortuosity and no calcification. It was reported that recently the pt was found to have a stent fracture and a type 3 endoleak in the iliac limb. The iliac stent graft was implanted on a slight curvature from the aorta towards the ventral side. It is possible that the curve was more than normal and the talent stent graft was implanted with the connecting bar towards the left lateral side of the aorta and not adjacent to the outer curve of the aorta. Approximately 3 weeks ago, the talent stent graft was relined with another stent graft which successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Results: (endoleak). (Moderately tortuous vessels). (Connecting bar was not adjacent to the outer curve of the aorta). Conclusion: (moderately tortuous vessels). (Connecting bar was not adjacent to the outer curve of the aorta). (Required intervention). Leak (type iii, fabric post procedure).